Event description:
Consumer reports daughter's toothbrush head broke during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.

Manufacturer narrative:
This report and the information submitted under this report do not constitute an admission that the device or church & dwight co., inc. Or any of its employees caused or contributed to the event described herein or that the event as reported to church & dwight actually occurred. Device not yet received.